Manufacturer narrative:
The reported issue of the autopulse displayed "system error, out of service, revert to manual CPR" was confirmed during the initial functional testing and in review of the archive. The root cause of the issue was due to the drive train motor brake gap assembly was out of specification and needs to be replaced to remedy the fault. The platform was received with physical damage that was unrelated to the "system error, out of service, revert to manual CPR" message observed during initial functional testing. The damaged load plate cover was replaced. After the components were replaced, the platform passed functional testing with no faults found. The archive data review indicated system error 139 (unable to hold compression position) around the reported event date. The platform failed the initial functional testing due to "system error, out of service, revert to manual CPR" displayed when the platform was powered on. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse sn 23745.

Manufacturer narrative:
Zoll has not yet received the zoll platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during shift check, the autopulse platform sn (B)(4) displayed error message "system error, out of service, revert to manual CPR" upon powering on the platform. No patient involvement was reported. No further information was provided.